Event description:
It was reported that the patient was admitted to the hospital under cardiopulmonary resuscitation for ventricular fibrillation. Veno-arterial extracorporeal membrane oxygenation was implanted and a computed tomography was performed. The patient passed away due to multi-system organ failure on (B)(6) 2023. There were no device issues at the time of death. The death was not considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that low flow alarms were noted in the log file. The account indicated that the low flow alarms were related to the patient's ventricular fibrillation.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow hazard alarms. According to the account, these alarms were related to the patient's ventricular fibrillation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. Multiple low flow hazard alarms were captured on (B)(6) 2023. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient ultimately expired on (B)(6) 2023 due to multi-organ failure. The outcome was reportedly not considered to be device or therapy related and the device was not explanted for evaluation. Due to patient privacy laws, the account declined to provide any additional information regarding the reported event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and multiple organ failures/dysfunctions as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.